Manufacturer narrative:
The customer recalibrated which they stated brought their qc recovery back up to where it had been previously. The field service representative was unable to determine a cause. There was possible sample probe occlusion caused by sample clot and the ise sample probe spring not keeping the probe in down position. Service adjusted the sample probe vertical spring and precision was performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable low ise indirect gen.2 results for qc material and approximately 30 patient samples from the cobas 8000 cobas ise module. Specific patient data could not be provided, but the customer provide an example of an initial sodium result of 128 mmol/l and a repeat result of 138-140 mmol/l. The questionable results were reported outside of the laboratory and corrected reports were issued. The electrode lot number and expiration date were requested but were not provided.